Event description:
The physician completed the part of the procedure that required the shears. He disconnected the cord that powers the pedal to activate the shears and moved the robot away from the patient. The team heard the shears/scalpel activate despite being disconnected. The patient sustained a small burn.